Event description:
Two o.r tables were being prepped by sterile technique by both or circulating rn and o.r scrub tech. This preparation was for a tavr procedure when several small (~1mm) nylon-looking fibers were noted in the small sterile bowls filled with normal saline and heparinized saline. The ns fluid is used to prep the valve to be implanted. The hep saline is used for injecting into sheaths and catheters that are also in the body. Concern about these loose fibers is for potential embolus. These fibers appeared to be in both the white and blue bowls (white come with the table and blue are added). The bowls were removed from the table. New sterile bowls were dropped on table by sterile technique, and new bags of fluid were spiked with new decanters. Fluid was poured sterile technique into bowls. Fibers/lint again were noted. This was all repeated with "shaking" and "tapping" the bowls to try to make sure they did not have fibers in them to start. Particles still were present. Metal "pitchers" were obtained from or and these were used without any lint/fibers noted. All physicians and team members were notified. Manufacturer response for angiography/angioplasty kit, cardinal health (per site reporter).